Event description:
It was reported that during the unknown procedure that while using the device as a grasper the end effector snapped off. Unknown if the procedure was completed successfully. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. Event year only reported: 2023. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4 batch #: x96d7p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the jaw detached and it was returned. In addition, the I-blade was broken in the damaged area. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.